Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a loss of image.

Event description:
It was reported that there was a loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: "summary of evaluation: wear / damage to the channel 1 dvi connector, interference at the image replaced the digital board assembly, transition board assembly and ribbon cable updated software to latest version, completed qip. Device will be shipped back to the customer". The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.